Event description:
During the placement of various components of a reverse shoulder prothesis, a surgical screwdriver tip broke in use. This damaged the screw, and while extracting the screw, additional components, including the baseplate, were damaged and required removal. The damaged components were extracted and replaced with new components without pt issue encountered. No pt injury occurred. (B)(4).

Manufacturer narrative:
The failed device is an orthopaedic surgical instrument, not an implant.